Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped causing the touchscreen to shatter and the bolus button was no longer functional. Customer's blood glucose was 307 mg/dl. Customer continued to use pump for basal delivery and manual injections for additional insulin therapy.